Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ("physical pain"), fallopian tube perforation ("perforation (fallopian tube(s))/ migration of essure device(device was malpositioned, partially perforating my fallopian tube migrating toward my uterus,"), genital haemorrhage ("excessive bleeding"), perforation ("perforation (other)") and device expulsion ("migrating toward my uterus") in a (B)(6) female patient who had essure (batch no. Cs000n0) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included shingles in (B)(6) 2014, parity 2 ((B)(6)2011 and (B)(6)2014) and multigravida. Previously administered products included for an unreported indication: mirena from 2012 to 2013. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced fallopian tube perforation (seriousness criterion medically significant) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), fungal infection ("yeast infections"), female sexual dysfunction ("apareunia"), the first episode of dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), weight increased ("weight gain"), irritability ("irritability"), mood altered ("mood changes"), menstruation irregular ("inconsistent menstrual cycle"), abdominal pain ("severe and persistent abdominal pain"), vaginal infection ("infection (bladder/ urinary/ vaginal)"), cystitis ("infection (bladder/ urinary/ vaginal)") and urinary tract infection ("infection (bladder/ urinary/ vaginal)"). On an unknown date, the patient experienced pain (seriousness criterion medically significant), perforation (seriousness criteria medically significant and intervention required), abdominal distension ("bloating") and the second episode of dysmenorrhoea ("excruciating menstrual cramping"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016), surgery (laparoscopic bilateral salpingectomy) and surgery (bilateral salpingectomy on (B)(6)2016). Essure was removed on (B)(6) 2016. At the time of the report, the pain outcome was unknown and the fallopian tube perforation, genital haemorrhage, perforation, device expulsion, vaginal haemorrhage, menorrhagia, fungal infection, female sexual dysfunction, dyspareunia, alopecia, migraine, headache, weight increased, irritability, mood altered, menstruation irregular, abdominal pain, abdominal distension, the last episode of dysmenorrhoea, vaginal infection, cystitis and urinary tract infection was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, cystitis, device expulsion, dyspareunia, fallopian tube perforation, female sexual dysfunction, fungal infection, genital haemorrhage, headache, irritability, menorrhagia, menstruation irregular, migraine, mood altered, pain, perforation, urinary tract infection, vaginal haemorrhage, vaginal infection, weight increased, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2015: right fallopian tube remained open/ unsealed; on (B)(6) 2015: right fallopian tube remained open/ unsealed. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet received. Reporters, patient demographics, medical history, concurrent conditions, concomitant medications, batch number were added. Events added per pfs: ( abnormal bleeding(vaginal/menorrhagia), apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), hair loss, hormonal changes (inconsistent menstrual cycle, irritability, and mood changes) , infection (bladder/urinary tract/vaginal), malposition of essure device, migraines / headaches, migration of essure device(device was malpositioned, partially perforating my fallopian tube, and migrating toward my uterus), pain, perforation (fallopian tube(s)), perforation (other), weight gain, bloating, excruciating menstrual cramping with excessive bleeding, severe and persistent abdominal and pelvic pain were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))/ migration of essure device:partially perforating my fallopian tube migrating toward my uterus/malposition of essure device location of device:fallopian tube/device perforated fallopian tube/embedded within the serosa"), device expulsion ("migrating toward my uterus") and genital haemorrhage ("excessive bleeding") in a 30-year-old female patient who had essure (batch no. Cs000n0) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included shingles in (B)(6) 2014, parity 2 ((B)(6) 2011 and (B)(6) 2014), gravida ii, pap smear abnormal and vaginal delivery. *on (B)(6) 2014, last mammogram and right ultra sound was done. On (B)(6) 2015 hysterosalpingogram should, if the tube does not seal, then another from of birth control may have to be utilized in addition to essure. Previously administered products included for an unreported indication: mirena from 2012 to 2013. Concurrent conditions included overweight and vulvovaginal candidiasis. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection/ yeast infections"), female sexual dysfunction ("apareunia/ apareunia(inability to have sexual intercourse)"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse),"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), mood altered ("mood changes/ irritibale mood changes"), menstruation irregular ("hormonal changes describe: inconsistent menstrual cycle, describe: inconsistent menstrual cycle"), abdominal pain ("severe and persistent abdominal pain"), abdominal distension ("bloating/ bloating in my lower abdominal and pelvic area") and dysmenorrhoea ("excruciating menstrual cramping /dysmenorrhea (cramping)/ abdominal/pelvic cramping during my menstrual cycle every month") and was found to have weight increased ("weight gain"). In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), irritability ("irritability"), vaginal infection ("infection (bladder/ urinary/ vaginal)"), cystitis ("infection (bladder/ urinary/ vaginal)") and urinary tract infection ("infection (bladder/ urinary/ vaginal)"). On an unknown date, the patient experienced abdominal pain lower ("pain in my lower abdominal area"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device expulsion, genital haemorrhage, vulvovaginal mycotic infection, female sexual dysfunction, alopecia, weight increased, irritability, mood altered, menstruation irregular, vaginal infection, cystitis and urinary tract infection was resolving, the vaginal haemorrhage, menorrhagia, dyspareunia, migraine, headache, abdominal pain, abdominal distension and dysmenorrhoea had resolved and the abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, cystitis, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, headache, irritability, menorrhagia, menstruation irregular, migraine, mood altered, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: right fallopian tube remained open/ unsealed; on (B)(6) 2015: results: right fallopian tube remained open/ unsealed. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: irregular cycles, pelvic pain, most recent follow-up information incorporated above includes: on 16-apr-2019: pfs and medical record received. Reporter's information and medical history was added. Event added: pain in my lower abdominal area. Perforation nos was clubbed with fallopian tube perforation. Event outcomes updated for: abdominal pain, pelvic pain, abnormal bleeding, cramping, bloating, migraines, headache and painful intercourse. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))/ migration of essure device:partially perforating my fallopian tube migrating toward my uterus/malposition of essure device location of device:fallopian tube/device perforated fallopian tube/embedded within the serosa"), device expulsion ("migrating toward my uterus") and genital haemorrhage ("excessive bleeding") in a 30-year-old female patient who had essure (batch no. Cs000n0) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included shingles in (B)(6) 2014, parity 2 ((B)(6) 2011 and (B)(6) 2014), gravida ii, pap smear abnormal and gravida. *on 03-jun-2014, last mammogram and right ultra sound was done. On (B)(6) 2015 hysterosalpingogram should, if the tube does not seal, then another from of birth control may have to be utilized in addition to essure. Previously administered products included for an unreported indication: mirena from 2012 to 2013. Concurrent conditions included overweight and vulvovaginal candidiasis. On (B)(6) 2015 the patient had essure inserted. In (B)(6) 2015 , the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection/ yeast infections"), female sexual dysfunction ("apareunia/ apareunia(inability to have sexual intercourse)"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse),"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), mood altered ("mood changes/ irritibale mood changes"), menstruation irregular ("hormonal changes describe: inconsistent menstrual cycle, describe: inconsistent menstrual cycle"), abdominal pain ("severe and persistent abdominal pain"), abdominal distension ("bloating/ bloating in my lower abdominal and pelvic area") and dysmenorrhoea ("excruciating menstrual cramping /dysmenorrhea (cramping)/ abdominal/pelvic cramping during my menstrual cycle every month") and was found to have weight increased ("weight gain"). In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), irritability ("irritability"), vaginal infection ("infection (bladder/ urinary/ vaginal)"), cystitis ("infection (bladder/ urinary/ vaginal)") and urinary tract infection ("infection (bladder/ urinary/ vaginal)"). On an unknown date, the patient experienced abdominal pain lower ("pain in my lower abdominal area"). The patient was treated with surgery (bilateral salpingectomy on 22jul2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device expulsion, genital haemorrhage, vulvovaginal mycotic infection, female sexual dysfunction, alopecia, weight increased, irritability, mood altered, menstruation irregular, vaginal infection, cystitis and urinary tract infection was resolving, the vaginal haemorrhage, menorrhagia, dyspareunia, migraine, headache, abdominal pain, abdominal distension and dysmenorrhoea had resolved and the abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, cystitis, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, headache, irritability, menorrhagia, menstruation irregular, migraine, mood altered, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: right fallopian tube remained open/ unsealed; on (B)(6) 2015: results: right fallopian tube remained open/ unsealed. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: irregular cycles, pelvic pain, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.